Event description:
It was reported that the pump exhibited an air in line error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: b5: additional information was received on 29-aug-2022 and attached in the complaint object. All issues with this device were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the pump was received at our facility for repair and recertification.h6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 01-2120-0104-01, d4: correction: model number: 2120

Manufacturer narrative:
H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal and battery door. The event log showed no evidence of the reported problem. Upon function testing, the reported problem was duplicated. The air detector was found to be inoperable. The root cause of the reported problem is unknown. The sensor was replaced to resolve the issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.